Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: d9, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed. The device had a degraded tip due to damages and loose insulation insert. It was likely due to degradation problem. The most probable cause of this complaint is component failure. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the endoscope sheath had something wrong with the tip, the black tip mark was coming out, it was longer than the other one, therefore customer questioning if it is coming out. The issue occurred during unknown diagnostic procedure. There were no reports of patient harm.